Event description:
Caller stated that she was implanted with two dental implants and one of the implants failed because the screw came off. She contacted her implant doctor and the manufacturer but they refused to help her.